Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Root cause description: no root cause can be determined as no samples were received. Rationale: a device history review could not be completed as no batch number was provided.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the needle.

Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that a bd precisionglide¿ specialty use sterile hypodermic needle had foreign matter on the needle.

Manufacturer narrative:
Medical device lot #: 7200896. Medical device expiration date: 2022-08-31. Device manufacture date: 2017-07-19.

Event description:
It was reported that a bd precisionglide specialty use sterile hypodermic needle had foreign matter on the needle.